Manufacturer narrative:
Device used for treatment, not diagnosis. ¿surgical treatment of dens fractures in elderly patients¿. Platzer, p., thalhammer, g., oberleitner, g., schuster, r., vecsei, v., gaebler, c. (2007). The journal of bone and joint surgery, incorporated, 89-a, 8: 1716-1722. This report is for an unknown cannulated small-fragment ao screw /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, surgical treatment of dens fractures in elderly patients". Platzer, p., thalhammer, g., oberleitner, g., schuster, r., vecsei, v., gaebler, c. (2007). The journal of bone and joint surgery, incorporated, 89-a, 8:1716-1722. (B)(6). The purpose of this study was to determine the longterm functional and radiographic results in patients over 65 years of age after surgical stabilization of dens fractures and to analyze the two methods (anterior screw fixation and posterior cervical arthrodesis) that were used for the operative treatment in these patients. A review of fifty-six patients, (31 women and 25 men), with an average age of 71.4 years at the time of surgery who had undergone surgical treatment of a dens fracture from 1988 to 2002. Thirty-seven fractures were stabilized with anterior screw fixation and nineteen fractures had posterior cervical arthrodesis. Anterior screw fixation was performed with use of a two screw system. Two cannulated small-fragment ao screws (arbeitsgemeinschaft fur osteosynthesefragen; synthes, (B)(4)) of an appropriate length to compress the fracture fragments. In the anterior screw fixation group, failure to achieve correct anatomical reduction of the dens intraoperatively in three patients, one patient had malpositioning of the implants and another patient had secondary loss of reduction and cut-out of screws. Radiographic assessment consisted of a three view cervical spine series (anteroposterior, lateral and open-mouth) at each follow up visit and additional flexion-extension radiographs were made between three and twelve months after surgery. Fine cut computed tomography scans with helical reconstruction were routinely acquired twelve months after surgery or earlier, if the adequacy of fusion could not be determined on the standard radiographs. Fracture healing was achieved in 52 patients. In 4 patients, all of whom had a type-ii dens fracture, nonunion was diagnosed by a computed tomography scan of the cervical spine between six and 12 months after surgery. Eleven patients with limitations in certain activities. Three patients with occasional pain. One patient with regular pain. Three patients with mild symptoms. One patient had severe symptoms. Four patients had nonunion - pseudarthrosis. Three patients experienced incorrect reduction, failed to achieve correct anatomical reduction of the dens intraoperatively. Three patients needed reoperations. One patient had cardiac failure. One patient with respiratory failure. Two patients developed pneumonia. One patients experienced thromboembolism. The country of origin for this article is (B)(6). This is report 1 of 1 for (B)(4). This report is for an unknown cannulated small-fragment ao screws.